Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r . This report is made based on the results of evaluation completed on (B)(4) 2011. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration.

Event description:
The pump was returned to animas for evaluation. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.